Event description:
The customer reported an elevated white blood cell (wbc) count in the collected blood product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for return for evaluation. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Manufacturer narrative:
Caridian bct internal reference: (B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima system operated as intended by detecting the low platelet concentration and flagging the procedure to verify the white blood cell content in the platelet product. Conclusion: no failure occurred.